Event description:
Patient reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device has been explanted.

Event description:
Patient reported left side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3 ,h.6 device evaluation: the device related to the reported event of deflation was received on june 08, 2022 with lot number 1231297. Based on the device analysis grid, the assessments of the complaint are: based on the device analysis grid, the assessments of the complaint are: ¿ deflation observed an opening assessed as adhesive failure. Additional observations: ¿ crease fold observed in the device. ¿ yellow particles inside observed in the device. No further actions are required as the device was implanted.